Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that a second surgery will be performed to remove and revise the mandibular components due to patient experiencing material sensitivity.